Event description:
It was reported the device exhibited battery depleted error and plunger head ensemble not working properly. No adverse patient effects reported by the customer.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
The visual inspection shows a piece of the left plunger broken off. The functional testing shows the battery would not hold charge; the event was confirmed. The cause of the battery not operating as intended is due to normal wear and battery being 6 years old. For all enquiries or follow-up questions related to the record, do not use (B)(6). Located in sections g.1., please direct those to the following: (B)(6).